Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was tilted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and tooth disorder ("I have still issues with my teeth"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown, the pelvic pain had resolved and the tooth disorder had not resolved. The reporter considered device dislocation, pelvic pain and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s socal media- device dislocation, pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was tilted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and tooth disorder ("I have still issues with my teeth"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown, the pelvic pain had resolved and the tooth disorder had not resolved. The reporter considered device dislocation, pelvic pain and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s socal media- device dislocation, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added:I have still issues with my teeth. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was tilted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- device dislocation, pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was tilted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- device dislocation, pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.